Event description:
New information received notes the issue was discovered via remote monitoring, the patient was asymptomatic, some pacing inhibition was observed, programming changes were made, no intervention was planned at this time, the patient was being monitored and was in unchanged stable condition.

Event description:
It was reported that oversensing noise was observed on the right ventricular (rv) lead. The rv lead was being monitored. There were no reported patient consequences.